Event description:
Received information stating that the customer's fill estimate was inaccurate. The customer's blood glucose levels have been high, but the customer claims it could be attributed to their cold.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.